Event description:
Guidant received information that this device was part of a legal notification and the patient passed away. Guidant has no specific information as to the device involvement in the patient's death. /